Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis, with a cracked screen. During analysis, the device was started in application and it was noted that the device double beeped with a cassette attached, which would cause the "no disposable" alarm. Subsequently, the downstream sensor was replaced. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "no disposable" alarm. No patient was involved in this event and no adverse effects were reported.